Manufacturer narrative:
Physio-control evaluated the device and observed an illuminated service light, message "abnormal energy delivery" on the monitor screen when the defibrillator was discharged into a patient simulator, and fault codes related to therapy delivery logged into the device's error log. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during testing. According to the reporter, when discharging the defibrillator into a patient simulator, the message "abnormal energy delivery" is displayed. There were no reports of a patient associated with the event.